Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was found to be defective. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 24-mar-2022 and they informed no additional information could be provided. Additionally, the patient information could not be disclosed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have damage of the conductor wire¿s insulation. The instrument passed the electrical continuity test. There were wires exposed within the insulation. This failure is attributed to a component failure. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. A review of the instrument log was performed. Per the review, the instrument was last used on (B)(6) 2021 on system (B)(4). The instrument had 8 uses remaining after last use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.